Event description:
Allegedly, eprd reported 4 new complications for procotyl® c acetabular component re-revision (1 infection and 3 aseptic loosening). No further information was reportedthis incident is capturing 3 aseptic loosening.